Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011. The pt reported her charger antenna was getting hot while charging. In addition, the pt felt the ipg was heating as well. A new charger was sent to the pt. Follow up has not determined if the issue was resolved.